Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called to assist a customer with low blood glucose. Caller stated that the blood glucose reading was 60 mg/dl when paramedics arrived. Caller stated that it was the customer's first day on the insulin pump and the settings were too high for her. Nothing further was reported.